Event description:
It was reported that during an unknown procedure, the first device did not function. On the second device, the hand activating knob could only be used at minimum level. There was no adverse patient consequence.